Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis (compression fracture) and underwent unspecified procedure. During the surgery, the balloon was inflated, and it was broken when approaching to the cortical bone of vertebral body. Since it was inflated to the targeted end point, the balloon was deflated, the contrast medium was removed from the patient body, the cement was injected and the procedure was completed successfully with the original product. The product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Additional info: product analysis: there is a cut in the balloon located on the proximal side of the peak circumference of the balloon. The cut runs perpendicular to the shaft of the inflatable bone tamp. This type of cut is usually caused by bones splinters. The fact that all three balloons have been cut int the same way and in approximately the same location points to sharp bone. If information is provided in the future, a supplemental report will be issued.